Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 10mg/ml at 2.8mg/day via an implantable pump. The patient reported no change in pain relief at time of the pump replacement. When the surgeon went to aspirate it wouldn't. The surgeon elected to replace entire catheter with a new one. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was failed catheter aspiration. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.